Event description:
Procedure: lobectomy. The surgeon was using a handle that had been resterilized several times. After the device was fired the surgeon was not able to open the stapler jaws by pulling on the return knobs. This required the surgeon cut the tissue around the jaw and removed the device.